Event description:
Boston scientific received information that during a routine device check, this device was found to have declared end of life (eol) during a capacitor reformation with a charge time measurement of 32 seconds. The device then entered storage mode. The physician was unsure of next steps, as patient was not requiring therapy delivery. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.